Manufacturer narrative:
The reporter's product was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6).

Event description:
The initial reporter stated that a patient received discrepant results when testing with coaguchek inrange meter serial number (B)(4). A sample from the patient was tested in the laboratory using the stago neoptimal method, resulting with a value of 2.44 inr. Within 3 hours of laboratory testing, a sample from the patient was tested using the meter, resulting with a value of 3.5 inr. A sample from the patient was tested in the laboratory using the stago neoptimal method, resulting with a value of 3.74 inr. Within 3 hours of laboratory testing, a sample from the patient was tested using the meter, resulting with a value of 4.9 inr. The patient's therapeutic range is 3 - 3.5 inr.